Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by defective internal circuit due to the defect of the pressure sensor. There is possibility that the defect of the pressure sensor was caused by the followings in manufacturing or repair process. Oxidation corrosion of pressure sensor electrode. Foreign matter adhering to the pressure sensor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; -the reported event was reproduced. -defect of the mainboard was noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The screen on the device panel disappeared when the smoke exhaust cable was connected to the device. There was no report of patient injury associated with this event.